Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump's keypad was not responding. The customer's blood glucose level was unknown. They did not know what led up to the issue. They were advised to revert to their back-up plan. The device was to be replaced and returned for analysis.